Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has red x and failed op check. There was no reported patient involvement.

Manufacturer narrative:
The philips field service engineer (fse) went to the customer site and confirmed the issue. The fse found the processor board faulty, but the part was on back order. The customer called back on 1218950-2017-03378 and the fse replaced the processor board. The equipment is working according to the manufacturer's technical specifications. Please see 1218950-2017-03378 for the complete investigation.